Manufacturer narrative:
Approximate age of device - 5years, 3 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The evaluation is not yet complete. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had low speed events and pumps stops while supported by a grounded patient cable only. These were reportedly due to "short-to-shield" driveline damage. Two system controller log files were submitted to the manufacturer&#62688;technical services for evaluation. The submitted log files were reviewed by a representative of the manufacturer&#62688;technical services team. The first log file revealed the intermittent occurrence of 28 pump stops and 21 low speed advisories on (B)(6) 2016. Driveline disconnect events were recorded on (B)(6) 2016 indicative of a system controller exchange. The second log file contained data from (B)(6) 2016 and revealed 77 pump stops and 30 low speed advisories. The patient was switched to battery support on (B)(6) 2016 at approximately 8:46 am without issue or further alarms. The pump stop and low speed issues only appeared to occur while the lvad was supported by a patient cable and power module. This type of behavior had been previously linked to potential issues with the percutaneous lead. On (B)(6) 2016, technical services arrived onsite for a percutaneous lead (lead) evaluation and repair. No open wires were found during the phase interrupter tests. Per request, a lead repair was performed beginning approximately 10 inches from the distal end of the lead. All tests passed post-repair and the patient was placed on a power module with a grounded patient cable without issue.

Manufacturer narrative:
Approximately 7 inches of the distal end percutaneous lead (lead) was returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. Upon removal of the clamshell and outer silicone sleeve, breakdown of the metal braided shield was observed near the metal connector and the terminus of the distal end bend relief, which appeared consistent with over five years of use. Visual inspection of the underlying wires under a microscope revealed minor abrasion marks on the wire insulation adjacent to the metal connector; however, no areas of compromised wire insulation exposing the inner metal conductors or damage to the inner conductors were observed along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The evaluation of the returned portion of the lead did not identify an issue that would have contributed to the report of low speed/pump stoppage events captured in the log files. The patient remains ongoing on pump support and no additional events following the percutaneous lead replacement have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.